Event description:
Customer reported a past high blood glucose event, with the highest level being in the 550s mg/dl. Cause was not known. To resolve the high blood glucose, the customer changed the infusion set and cartridge. Additionally, control iq feature was active during the event, and the customer was advised to consult with a healthcare professional to discuss potential factors affecting blood glucose levels.